Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but two temperature alarms occurred. Customer cleared the alarms to address the issue. Customer¿s blood glucose level was between 54-500 mg/dl.